Event description:
Customer reported the tube was arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the x-ray tube. System operates as intended.